Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. The device had missing address serial number label, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, and missing end cap sticker.

Event description:
Customer reported she was changing her infusion set when her insulin pump alarmed. She cannot clear the alarm. Customer's blood glucose is 190 mg/dl. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.